Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) observed the following components burnt on the aux printed circuit board assembly (pcba): u29, r20, r14 and c81. The circuit effected is the 12 volt (v) switch over. If the 12v, 5 amp signal shorted to ground, the amount of current drawn would be great enough to cause the physical damage observed on monitor's aux pcba. Other internal parts were installed on the lab platter and functioned properly. The product will be sent to service to be brought to manufacturers specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, after the user powered on the blood parameter monitor (bpm) unit, self-test completed with no problem. However, when the user tried to calibrate a shunt sensor, the bpm display turned white with a sound. Then, smoke came out from the vent hole on the back of the unit. After occurrence of the issue, the user did not power on the unit again. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.